Manufacturer narrative:
Patient information provided. Catalog number (correction), serial number and device manufacture date provided. Report source was from chile. At least three documented attempts have been made to retrieve additional event information with no additional information made available. Additionally unable to recreate using demo model testing. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spine procedure, using an o-arm 1000 imaging system and a navigation system, an inaccuracy of 5.0-7.0mm was reported. No further details regarding the procedure were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was not provided. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.